Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported during a cardiomems implant procedure that there was difficulty with sensor positioning, as the pa catheter inadvertently bumped the cardiomems sensor. When the physician attempted to pull back the sensor, the sensor migrated from the left pa to the right pa. The sensor was calibrated. Additionally, it was reported the patient experienced hemoptysis after the cardiomems implant procedure. The cause was not identified but the patient was hospitalized due to the event. Awaiting further information.